Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI tech and patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient mentioned that they are having their ins replaced or taken out and put back in (both scenarios were mentioned during the call) because the ins had flipped in the pocket. Initially the communicator was not communicating with handset and then it was noticed that communicator had a low battery so they charged it up. After multiple minutes they tried using the communicator again when battery level was showing as grayed out. Handset was still not finding the communicator. They tried repositioning communicator and moving to a different area but this didn't resolve issue. MRI tech requested a manufacturer's rep help with the issue.